Event description:
It was reported that loss of capture, high pacing impedance, and noise resulting in oversensing was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and rv lead fracture was observed. A revision procedure was performed and the rv lead was capped and replaced to resolve the event. The patient was in stable condition.